Manufacturer narrative:
Analysis of the 961-578 found a damaged tool. The clamp was functional but had tool marks on the head of the adjustment screw. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system while outside of procedure. It was reported that the medium suretrack clamp had a stripped screw. There was no patient present when the issue occurred. "